Event description:
Reporter indicated a vns therapy pt's generator could not communicate with the programming system. The pt's mother stated the pt "is so autistic, she cannot tell if he is even having seizures," although she believes the pt has been seizure free since being implanted with vns therapy. The medical professional indicated interrogating the pt's generator is difficult due to the pt's aggression, requires 4 people to hold him down during the interrogation. A battery life calculation could not be performed due to unavailability of device settings; however, the pt's generator is on "very high settings" and was last seen in (B) (6) 2007, which is why the medical professional believes that the generator is likely at end of service. The programming system was successfully utilized on a different pt; therefore, a programming system malfunction is not suspected. Good faith attempts to obtain additional information have been unsuccessful to date.